Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2015 by the journal of shoulder and elbow surgery, titled ¿midterm results of stemless shoulder arthroplasty: a prospective study¿. The study reviewed seventy-eight (78) patients who underwent anatomic total shoulder arthroplasty (atsa) or hemiarthroplasty (ha), using eclipse (arthrex) and universal glenoid baseplate (arthrex) or univers ii pe keeled glenoid (arthrex) devices, to address the following: primary osteoarthritis (39 patients), post-traumatic arthritis (26 patients), arthritis due to instability (8 patients), arthritis due to glenoid dysplasia (1 patient), and postinfectious arthritis (1 patient). During the seventy-three (73) month follow-up period, five (5) patients experienced rotator cuff tears with loss of rom. Source: habermeyer, peter, et al. "Midterm results of stemless shoulder arthroplasty: a prospective study." Journal of shoulder and elbow surgery 24.9 (2015): 1463-1472.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.